Event description:
There have been four incidents of erosion of the internal plastic bolster occurring from one month to one year after insertion. The bolster eroded through the stomach into the abdominal wall. Endoscopy was performed which confirmed that the internal bolster was no longer in the gastric lumen. The problem became evident when caretakers encountered difficulty infusing and noted tenderness around the gastrostomy site. The rptr stated that the tubes were removed with external traction. In three cases new devices were placed through the original site without difficulty; in one case the tube was not replaced. Two of the incidents occurred in the last two months.